Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook tracer hybrid wire guide. After a sphincterotomy was performed, the wire guide was left in place and a cook fusion quattro extraction balloon was advanced over the wire guide. The physician performed two (2) balloon sweeps. When pushing the balloon back in the bile duct, the coating at the distal end of the wire guide began to strip off onto the balloon. The coating accordioned down the wire and stayed on the wire. The coating did not detach inside of the patient's body. No harm was done to the patient. Another wire guide of the same type was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use for this product line instruct the user to flush the wire guide prior to removal from the wire guide holder. This activity will aid in optimal performance of the wire guide. Failure to flush the wire guide can result in damage to the wire guide. The instructions for use for this product line instruct the user to flush endoscope accessory channel and/or lumen of device with sterile water and for best results, wire guide should be kept wet this activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use for this product cautions the user that this product is compatible with non-metal tip devices. Use of the wire guide with metal tip devices may compromise the integrity of the external coating on the wire guide. The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device{s), this could contribute to wire guide coating damage. Prior to distribution, all tracer hybrid wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.